Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report received from USA stating that the device does not function. It is known that the device was used in surgery. It is known that there was no pt or user injury.